Event description:
It was reported that when the patient presented in clinic for a routine wound check post device implant, the device exhibited an alert for high, out of range, hv lead impedance. The pocket was opened and a large amount of fluid was observed. The device was removed and re-implanted, the pocket was flushed, and the leads were disconnected and reconnected to the device. A merlin.net transmission later showed high, out of range, hv lead impedance measurements in the rv-can and svc-can vectors. It was suspected that the size differences between the previously implanted model and the new model were causing excess fluid and fibrosis tissue that were affecting impedance measurements to the can. The shocking vector was reprogrammed to exclude the can and the device remains implanted. Dfts were performed successfully. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.